Manufacturer narrative:
Per the clinic, the patient experienced infection at the area around the abutment and was treated with topical antibiotics (date and duration not reported). The skin revision was performed on (B)(6) 2021, under general anaesthesia. The reporter address in e1 has been corrected. This report is submitted on november 25, 2021.

Manufacturer narrative:
This report is submitted on nov 2, 2021.

Event description:
Per the surgeon, the patient experienced skin overgrowth. A skin revision was performed (date unknown). The implant remains in-situ.